Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while using the curved bone cutter for the acetabular micro fracture portion of a hip arthroscopy, tiny metal shavings were observed within the joint. Additional information received on 03/19/2020: the rep reported the metal fragments within the joint were very small, but from what they could tell all were retrieved. Dual wave outflow was not used, and there was uninterrupted flow during the use of device.